Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer states they are unsure if they held button down for more than 3 minutes. The customer mentioned that the keypad was unresponsive after pressing down on the b button. The customer's blood glucose level was 14.3 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump had no button error alarm during testing. The unit did have unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. It was noted that the unit had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.